Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-05408. It was reported the patient's leads had migrated, which in turn resulted in ineffective stimulation. Surgical intervention was undertaken on (B)(6)2016 where the leads were explanted and replaced with drg leads. Effective stimulation was restored post-operatively.